Event description:
It was reported that an infusion set for the ilet system was deployed incorrectly when the user attempted to apply the set without removing the paper backing, resulting in the set not adhering and the user starting over with new supplies; troubleshooting and education were completed, and there were no device alerts or alarms. Symptoms included hyperglycemia peaking at 497 mg/dl accompanied by sleepiness and lethargy. Outcomes included no clinical impact and no hospitalization. Investigation included review of the event details and user technique education. Investigation of this case revealed user error related to improper infusion set application, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in device use.